Event description:
This will be filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a dilated left atrium. During device preparation of the first clip (30227r1073), one of the grippers would not fully lower. Subsequently, the clip was not used and was exchanged. While performing the final efaa test with the second clip (30208r1002) inside the patient, the clip opened from closed to 20 degrees. Troubleshooting was performed and was unsuccessful. Subsequently, the clip was exchanged and the procedure was completed with 2 clips implanted and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported inability to close the clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a conclusive cause for the reported gripper actuation issue (one of the grippers would not fully lower) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.